Event description:
It was reported that the patient visited the hospital to have their inflatable penile prosthesis (ipp) checked as it was not working properly. During inspection, it was confirmed that there was a crack in the left cylinder connecting tube. The physician decided to replace the pump. There were no patient complications reported.